Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and insulin pump squirted insulin during priming instead of dripping. Customer stated that insulin pump rejected new batteries, unexplained no delivery alarms, insulin pump makes more noise during rewind, cracked in casing near reservoir and battery compartment, buttons must be pressed harder to function, screen scratched and dulled. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.